Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping\ severe lower abdominal pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain / pain: uterus"), dysgeusia ("metallic taste in mouth"), weight increased ("weight gain"), weight decreased ("weight loss"), uterine leiomyoma ("fibroid uterus") and abdominal pain ("abdomen pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy (uterus, cervix and tubes removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, abdominal pain lower, back pain, weight decreased and abdominal pain had resolved, the uterine pain, dysgeusia and weight increased was resolving and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, pelvic pain, uterine leiomyoma, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful placement. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, other relevant history, product information and events fibroid uterus, abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvis pain") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, ovarian cyst, urinary tract infection, benign essential hypertension and blood pressure high. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain/ hip pain"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhoea (cramping)"), abdominal pain lower ("severe abdominal cramping\ severe lower abdominal pain"), back pain ("severe lower back pain/ back pain"), uterine pain ("severe uterine pain / pain: uterus"), dysgeusia ("metallic taste in mouth"), weight increased ("weight gain"), weight decreased ("weight loss"), uterine leiomyoma ("fibroid uterus") and abdominal pain ("abdomen pain/ pain in abdomen"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy (uterus, cervix and tubes removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, weight decreased and abdominal pain had resolved, the dysgeusia and weight increased was resolving and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, pelvic pain, uterine leiomyoma, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain. Discrepancy noted essure insertion date was reported as 2011 as per medical record. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: successful placement. 03-jan-2013, surgical pathology report: tissues submitted: uterus and cervix. Microscopic diagnosis: uterus and cervix, hysterectomy: uterus: predominantly denuded endometrium. Adenomyosis and associated tubal and eosinophilic metaplasia. Cervix: parakeratosis and acute and chronic inflammation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, pelvic pain, dysmenorrhoea, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. Reporter's information was updated. Outcome of event uterine pain was updated from recovering/resolving to recovered / resolved. Concomitant disease and historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("severe hip pain"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping\ severe lower abdominal pain"), back pain ("severe lower back pain"), uterine pain ("severe uterine pain"), dysgeusia ("metallic taste in mouth"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy (uterus, cervix and tubes removed)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, arthralgia, dysmenorrhoea, abdominal pain lower, back pain, uterine pain, dysgeusia, weight increased and weight decreased was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, dysgeusia, dysmenorrhoea, pelvic pain, uterine pain, weight decreased and weight increased to be related to essure. The reporter commented: since removal surgery, symptoms have mostly resolved, though some remain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.